Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance trends steady. The lifetime ventricular sensing integrity counter is 1552 and all but 20 of these counts occurred since (B)(6) 2009. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported when the device was checked (B)(6)2010, the sic counter measured 963 since (B)(6)2009. There was no noise noted on the egm. When the patient had been seen (B)(6)2008 for follow up, the sic counter was at zero. The patient has an old pacemaker on the other side with a unipolar lead. It was further reported the patient had a cardiac arrest. A supplemental report will be sent when additional information is received.

Event description:
It was reported when the device was checked (B)(6)2010, the sic counter measured 963 since (B)(6)2009. There was no noise noted on the egm. When the patient had been seen (B)(6)2008 for follow up, the sic counter was at zero. The patient has an old pacemaker on the other side with a unipolar lead. It was further reported the patient had a cardiac arrest. Follow-up indicated that the patient did not have a cardiac arrest.